Event description:
It was reported "pump turned off during transport". Additional information states that the iabp console turned back on again. No pat ient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "pump turned off during transport" is not able to be confirmed. The product was not returned for investigation. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump turned off during transport". Additional information states that the iabp console turned back on again. No pat ient injury or consequence reported. The patient's current condition is reported as "fine".